Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Additional contact: (B)(6).

Event description:
A 9" (23 cm) smallbore ext set w/microclave® clear, check valve, 0.2 micron filter, clamp, luer lock reportedly leaked a sticky fluid from the disc portion of the filter. During total parenteral nutrition (tpn) infusion via the patient's peripherally inserted central line (PICC), a wet spot was observed on the bedding. A paper towel was placed under the filter and fluid continued to leak out. There was no harm to the patient.

Manufacturer narrative:
Received one used list #mc330533, 9" (23 cm) smallbore ext set w/microclave® clear, 0.2 micron filter, clamp, luer lock; lot #unknown. The inline filter was observed to be wetted out. The reported complaint of a leak could be confirmed. The returned sample was tested and a leak was observed from the inline filter. The probable cause is from the temporary loss of hydrophobic properties. A device history record review could not be conducted because no lot number was identified.